Event description:
It was reported that the pump touchscreen display was not illuminating fully. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.